Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: upon removing the mics from the robot, I noticed the silver tab that allows the mics handle to rotate had fallen off. It was quickly located on the floor, but was unable to attach back on. The handle is locked in a sideways position. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: device history records indicate 25 devices were manufactured under lot: k07ml and all 25 devices were accepted into final stock on 7/5/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n: 209063, prodex lot: k07ml shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that no nc/CAPA are associated with the failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Upon removing the mics from the robot, I noticed the silver tab that allows the mics handle to rotate had fallen off. It was quickly located on the floor, but was unable to attach back on. The handle is locked in a sideways position. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon removing the mics from the robot, I noticed the silver tab that allows the mics handle to rotate had fallen off. It was quickly located on the floor, but was unable to attach back on. The handle is locked in a sideways position. Case type: (B)(6).